Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed dinner but was delayed in delivering a bolus and experienced an elevated blood glucose (bg) level of 503 mg/dl. To address the bg level, the customer delivered a correction bolus. During a follow-up call, the customer reported blood glucose level was at 175 mg/dl.